Manufacturer narrative:
The serial number of the pump was now provided. The manufacturer site ID was also then updated to: 3004209178. H6: device code (B)(4) no longer applies to this event. Initially, the event was reported to have involved a 20 ml pump, unknown serial number. The serial number was now provided indicating it was a 40 ml pump. The reported volume discrepancies are within specification for a 40 ml pump. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the catheter was an 8711 but the serial/lot number was not available. This catheter was implanted ¿approximately¿ (B)(6)2008. The pump serial was provided indicating this was a 40 ml pump rather than a 20 ml pump as initially reported. The pump implant date was reported as (B)(6)2015. This pump delivered baclofen 500 ¿g/ml at a dose of ¿167,00¿ ¿g/day. It was confirmed that the patient did not experienced any symptoms as a result of this event. Further troubleshooting and diagnostic testing included an x-ray and computerized tomography (CT) scan in order to evaluate the catheter, but nothing significant had been detected. No further actions or interventions were planned at this time. As reported, ultimately the cause of the reported discrepancies was not determined. No product will be returned at this time as the patient has no symptoms.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received an unspecified medication via an implantable pump. The indication for use was not provided. It was reported that volume discrepancies occurred during normal use with a 20 ml pump. At one refill, date was not known, the expected volume was 2.3 ml and the volume aspirated was 5.5 ml. At a second refill, date also not known, the expected volume was 4 ml and the volume aspirated was 9 ml. Diagnostic testing/troubleshooting included a dye study which was reported as ¿ok¿. Patient symptoms were not reported at this time. As reported, it was unknown if there were any environmental, external, or patient factors that might have contributed or led to the event. No actions or interventions were taken to resolve the issue and the issue remained unresolved. Surgical intervention was not planned at this time. At the time of the report, the patient¿s status was reported as alive-no injury and the pump remained implanted and in-service. No further complications were reported/anticipated.